Manufacturer narrative:
A ge rep evaluated the system adn replaced the batteries. The system operates as intended.

Event description:
The customer reported the system displayed charger failed and precharge errors and would not complete boot up. No pt injury was reported.